Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that suction loss occurred during raster on the right eye of the second patient of the due to patient squeezing. The doctor discussed the options with the patient and decided to abort the procedure. The doctor will convert to photorefractive keratectomy (prk) at a later time. The left eye was not touched.